Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient is feeling like "gravity pulling over" the patient's implantable cardioverter defibrillator (ICD) device and it was "very tight" over ICD device during a device check. The patient's spouse also reported that "redness" was noted at post ICD check, but noted that the medical staff was not concerned. The patient's spouse thought it might be an infection, but the site is not red anymore. The patient's spouse also stated that the patient had been lightheaded and the patient's vision had been different at times. Additional information was attempted to be obtained from the clinician, however, it was not available. The ICD device remains in use. No further patient complications have been reported as a result of this event.